Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. This lead was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. The initial reported event of lead fracture and patient symptoms was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30-day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead fracture. The lead was replaced. Lead tested out of specification during manufacturer's analysis consistent with the advisory. Lawsuit alleges the patient suffered physical and other injury as a result of the recalled lead. Patient experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead. Patient has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish. Patient has suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective sprint fidelis lead removed or replaced.